Event description:
The company was informed that the pt was treated with doxycycline and rifampin for swelling and pain around the implant site. The issues have reportedly been resolved.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable issue as closed. The pt no longer has swelling and pain around the implant site and the pt remains implanted. This is the final report.